Event description:
Medtronic received information that during the implant of this bioprosthetic valve, this patient died. The cause of death was due to coagulopathy and friable aortic tissue caused by native valve endocarditis with vegetations on all three leaflets. It was reported that the valve was successfully implanted with no evidence of aortic incompetence and satisfactory motion of all 3 leaflets. Once the patient was off bypass, hemostasis was difficult to obtain, related to the friability of the tissues of the aortic wall as well as some coagulopathy. Bleeding was identified on the back of the aortic wall that required a pledgeted mattress suture. When the suture was placed, it reportedly led to distortion of the commissure which produced left main coronary ischemia. The patient began to deteriorate clinically and hemodynamically and was placed back on bypass (down time 2 minutes). The decision was made to explant the bioprosthetic valve and replace it with a mechanical valve. Once implanted, normal prosthetic function was observed with no paravalvular leak. The patient was taken off bypass and was in a stable hemodynamic state, however, hemostasis continued to be difficult to control. An intraaortic balloon pump was inserted to achieve hemodynamic stability and while attempting to place additional sutures on the back side of the aorta, due to extremely friable and separating tissues, the patient died before bypass could be re-established.

Manufacturer narrative:
(B)(4): evaluation results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.